Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and stated it does not know whether or not a failure occurred, just wants to verify if order parts are still under warranty. The customer was a 3rd party representative, who indicated that they were not with the device during the call and no tests were performed. They were unable to provide any details of the device problem, except that they wanted the part number for the speaker and cable. The rse provided the parts numbers to the customer and offered to order and shipped them the customer. No other information was provided. Based on the information available, the cause of the reported problem was unknown. The reported problem was confirmed. The customer was provided with the replacement part ID number. The customer is taking responsibility to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the earlyvue vs30 indicating that an obsolete speaker on the vs30 monitor. It is unknown if there was sound present at time of event. It is unknown if the device was in clinical use at time of event, no adverse event was reported.